Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with noise that resulted in oversensing on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2021.